Event description:
It was reported that the patient experienced palpitations and shortness of breath. On a remote transmission it was noted that a power on reset (por) had occurred and the device was at vvi65 mode. The device was reprogrammed and remains in use with continued monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed power on reset (por) parameters had occurred. Critical ram parity error logged on (B)(6) 2012. Por severity is considered low as device should be able to recover fully after reset. Concomitant products: 5086mri implantable pacing lead: (B)(6) 2012. (B)(4).